Event description:
It was reported that a patient underwent a cesarean section procedure on (B)(6) 2011 and suture was used. The patient developed an infection above the fascia layer. Additional information was requested.

Manufacturer narrative:
(B)(4). Device (B)(4) - infection. Conclusion: one broken piece of suture wrapped in cotton was returned for evaluation. As the used suture was non-sterile, it could not be used for sterility testing. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn. One broken piece of suture wrapped in cotton was received for evaluation. As the used suture was non-sterile, sterility testing could not be performed.